Manufacturer narrative:
(B)(4). Citation: annals of surgical innovation and research. 2008; 2:5. Doi: 10.1186/1750-1164-2-5. [(B)(4)].

Event description:
It was reported via journal article: "title: ligation and mucopexy for prolapsing hemorrhoids ¿ a ten year experience". Authors: pravin j gupta, surekha kalaskar. Citation: annals of surgical innovation and research. 2008; 2:5. Doi: 10.1186/1750-1164-2-5. The aim of this study was to clinically test the efficacy of author's approach of suture ligation and mucopexy for patients having symptomatic and prolapsing hemorrhoids. A total of 616 patients (361 male and 255 female patients; age range: 11 to 93 years old) complaining of symptoms of hemorrhoids were included in the study. During the surgical procedure, the hemorrhoidal cushion was then sutured using a half-circle 45 mm round needle and absorbable chromic gut 1-0 suture. Firstly, a transfixing suture was applied at the hemorrhoidal pedicle. A new suturing began caudally in a continuous locking manner and included the mucosa, submucosa and half the depth of the anal sphincter muscles to end just 5 mm below the dentate line. Reported complications included perianal thrombosis (n-12); intermittent bleeding (n-4) which required readmission and were treated conservatively with flavonide derivatives, stool softeners, and dietary modification. Those not responding to these measures were treated with band ligation or infrared coagulation; pain needing readmission (n-2); pruritus ani (n-2); mucosal prolapse (n-6) which were offered with a redo procedure; skin tag (n-13); and tenesmus (n-4). The procedure described for prolapsing hemorrhoids is associated with less pain than historic controls, shorter recovery period, and low complication rate, and is well-tolerated by the patients.